Event description:
It was reported the physician was unable to get the stent system past the stenosis so the stent was deployed proximal to the stenosis. An additional stent was implanted to provide adequate coverage to the proximal end of the stenosis. The procedure was completed. There was no clinical consequence to the patient.

Manufacturer narrative:
Additional information from the user facility stated that the anatomy was not very tortuous. The lesion was 90% stenosed and the physician believes this may have caused and/or contributed to the difficulties experienced.

Manufacturer narrative:
The subject device was implanted; therefore, analysis cannot be performed. There is also no information indicating misuse, user error or mishandling of the device. However, additional information obtained confirmed that premature deployment occurred as a result of anatomical factors encountered during the procedure. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported the physician was unable to get the stent system past the stenosis so the stent was deployed proximal to the stenosis. An additional stent was implanted to provide adequate coverage to the proximal end of the stenosis. The procedure was completed. There was no clinical consequence to the patient.